Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. In addition, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg and lead were explanted and replaced to address the issue. The investigation was unable to determine the lead that is associated with the issue.